Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the elecsys anti-hcv ii immunoassay on a cobas e 801 analytical unit. The sample initially resulted in an anti-hcv value of 18.1 coi (reactive). The sample was repeated twice, resulting in values of 39.8 coi (reactive) and 0.319 coi (non-reactive). The sample was repeated twice on a second analyzer on (B)(6) 2023, resulting in anti-hcv values of 44.1 coi (reactive) and 40.5 coi (reactive).

Manufacturer narrative:
The customer reported there was an alarm on the analyzer indicating an error in system reagent detection. The field service engineer changed system reagent tubing and ran measuring cell preparation maintenance. The tubing was damaged and there were air bubbles in the tube path to a reagent probe wash station. An instrument check was performed and was correct. A first run of controls had negative values for the positive control. Re-runs were correctly positive for these controls. The investigation determined the service actions resolved the issue.